Event description:
The customer reported that there is a crack at the reservoir compartment and the reservoir was leaking. The blood glucose reading was 216mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.